Manufacturer narrative:
The complaint description states that during tightening of locking screws (into metaglene plate in patient's glenoid), one of the screw retention lugs broke off. The devices associated to the complaint were not returned for analysis. The DHR analysis performed for the product code 130790030 did not reveal any anomalies that could be related to the issue reported on the complaint. The DHR analysis performed for the product code 230792003 was not performed as no lot n° was provided. A search into the complaints database was performed for the product code 130790030, no other similar complaint was reported for the affected product code and lot combination. The picture provided was reviewed. The image clearly shows that one of the retaining teeth broke away. Previous investigations identified a trend for the teeth breaking. The issue was reviewed with the quality review board in july 2013 ((B)(4)) and march 27th, 2017 ((B)(4)). For both reviews, the qrb determined that no field action was necessary due to the low occurrence. Mdd CAPA (B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the incident is related to product design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tightening of locking screws (into metaglene plate in patient's glenoid), one of the screw retention lugs broke off. Loose piece of metal retrieved from wound, copious irrigation carried out. No interruption to surgical workflow resulted....locking screw was able to be held in place (with affected screwdriver), whilst screw head locked. There was a 1 minute delay in surgery, prosthesis (metaglene) implanted correctly and securely. No adverse event occurred.